Event description:
Report received of an over-delivery of a narcotic during a loading dose. The pump was programmed to delivery dilaudid 50mg/ml in the pain management, subcutaneous, continuous + bolus mode with a continuous rate of 20mg/hour, no loading dose, a pca bolus dose of 10mg with a 30 minute lockout and 2 bolus doses/hour limit. The container size was 9500mg in 190ml. The air sensitivity was set at high and the pump was in a lock level of 1. On event date, a loading dose of 5mg was programmed at 1326 and the rate was changed to 5mg/hour. The loading dose was started and delivered 15mg per the history. It was also reported that on event date at 1815, the infused total displayed was 8030mg and the amount remaining was 1325mg. It was reported that on the next day, these amounts remained unchanged. The display did show that the bolus total was changing appropriately. There was no reported adverse patient event.